Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the patient was experiencing poor communication. Patient reported they were told by a rep to get a replacement antenna. Patient stated he last had stimulation well over 6 weeks ago. Reason for not charging was due to non-compliance. Patient stated he could not get the programming right. It was either too strong and he would feel the vibrations like a shock or it was too low and it wouldn't help at all. Patient stated he just figured he did not need it. Patient stated last charge was well over 1-3 months ago. Patient reported will be meeting with the rep sometime next week. No further complications were reported/anticipated.